Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.